Manufacturer narrative:
(B)(4). The serial number (B)(6) and lot number (B)(6) reported on the original complaint report does not match the serial number and lot number for the returned sample. The serial number of the returned sample is (B)(6). The lot number of the returned sample is (B)(6). Additional information obtained during a follow up indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flextip assembly area at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document q-96 with similar results. Dried blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. An attempt to aspirate and flush the iabc central lumen using a lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 5cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip, which caused blood to enter the helium pathway and can result in helium loss alarms. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. A nonconformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was inserted and pumping was initiated, the pump alarmed for an "air leak". As a result, the iab was removed, it was found that the balloon had ruptured. A 2nd iab was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after the iab was inserted and pumping was initiated, the pump alarmed for an "air leak". As a result, the iab was removed, it was found that the balloon had ruptured. A 2nd iab was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".